Event description:
It was reported the ipg was end of life and the right lead had impedance issue and as such surgical intervention was undertaken wherein the ipg and right lead were explanted and replaced, thereby restoring effective therapy.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.